Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular lead exhibited inappropriate capture capturing atrial tissue. Chest x-ray was performed and confirmed lv lead dislodgement. The patient also felt stimulation on the chest. The lv lead is pending reposition. Patient condition was stable.

Manufacturer narrative:
The reported event of inappropriate capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual inspection and specification measurement of the lead were normal with no anomalies found.

Event description:
New information received notes that the left ventricular lead was also replaced on (B)(6) 2022. Patient condition was stable throughout procedure.

Event description:
New information received notes that the left ventricular lead was explanted. Further information was requested but not received.